Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the patient had fluctuating hearing sensations. The external parts were checked. Testing showed that the device has malfunctioned. An accident or trauma is not known. The patient was reimplanted on (B)(6) 2011.